Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent systems was selected for treatment of a large lesion (70-99 percent stenosis degree) in the posterior interventricular artery. The lesion could not be crossed with the device. During withdrawal the stent dislodged in the 7f introducer. The procedure has been finished by using a pantera lux balloon and another orsiro mission.